Event description:
Submitter says that the product is no longer well made. Over the last two to three years the product is not of the same quality. Caller believes the company cuts corners to save money. Caller says that the cotton is not tightly wound onto the (B)(6) and could possibly come loose inside of your ear and force you to have to visit the emergency room to remove the cotton. Purchase date: (B)(6) 2019; this date is an estimate. Retailer: (B)(6). Retailer state: (B)(6). (B)(4).